Event description:
The user facility reported that there was a delivery issue during impella 5.5 patient implant. The impella 5.5 implant was aborted due to patient vascular anatomy.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy along with resistance in axillary artery preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.